Manufacturer narrative:
Conclusion: device failure is suspected, but it did not cause or contribute to a serious injury or death.

Event description:
It was initially reported by the physician that the pt showed high lead impedance during diagnostics testing. Physician stated that the pt had a seizure a couple of months ago and fell against the wall and generator took a hit. Physician did not know when the last good diagnostics results were obtained. Pt's device was turned off and was referred to the surgeon for a revision surgery. Pt starting having an increase in seizures below pre-vns baseline right after the fall. Physician believed this was related to the high lead impedance. Additional info received from the surgeon stated that he replaced the generator and he got impedance within normal limits and lead impedance was ok. The surgeon did not end up replacing the lead as he got diagnostics within normal limits. Good faith attempts to obtain additional info has been unsuccessful till date.